Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getting service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to verify the reported issue. The stm provided the customer with a quote to the customer for parts and labor and returned at a later date to replaced the damaged fiber optic sensor extension. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the fiber optic port of the cardiosave intra-aortic balloon pump (iabp) is damaged. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.